Event description:
The customer reported concerns with results from the accuchek inform ii meter (serial number (B)(4)). The customer reported that the strip port on the meter has been contaminated with control solution. The following blood glucose results are all from one patient. They were all performed with strips from the same vial. They obtained a result of 514 mg/dl at 2:16 pm, a result of 227 mg/dl at 2:18 pm, a result of 57 mg/dl at 2:25 pm, and a result of 62 mg/dl at 2:26 pm. There was no treatment was provided based upon any meter result. The patient is currently doing fine. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation. There was no product returned.